Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.